Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two varipulse¿ bi-directional catheter¿s and observed an irrigation issue (device used in patient). After 10 ablations with the varipulse¿ bi-directional catheter, the trupulse¿ generator displayed an error (unknown code), "high voltage on electrode 8." They were not able to ablate. They repositioned the catheter and cleared the error 3 times without resolution. The catheter was checked for char and there was none. They checked the irrigation port and they were fine but the electrode 8 was not irrigating properly. The cable was replaced without resolution. The catheter was replaced and the issue persisted for the same electrode. The catheter was replaced again and the issue resolved. The catheters were brand new. The procedure continued with no further issues. No patient consequence was reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available. The high voltage issue was assessed as non MDR reportable. However, the irrigation issue (device used in the patient) was assessed as a MDR reportable malfunction under both the varipulse¿ bi-directional catheter¿s.